Event description:
It was reported that during attempted implant of the lead, the helix would not fully extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix mostly retracted and bent, tissue is visible inside the helix. Helix does not extend due to being bent. No further helix testing possible. If information is provided in the future, a supplemental report will be issued.